Event description:
It was reported to boston scientific corporation that a boston scientific sling system (exact type unknown) was used during a procedure on (B)(6), 2005. According to the complainant, the patient experienced pain, disability and impairment post procedure. The exact nature and date of onset for each of these complications are unknown. The patient had a second surgery on (B)(6), 2011 but the details of this surgery are also unknown. All other information is unknown and reportedly unavailable.